Manufacturer narrative:
It was reported that 2 shutdowns occurred. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. The analysis of data logs performed confirmed that 2 shutdowns occurred. The first one was due to an over force applied on the robot arm. As the IFU warns the user not to lean on the robot arm the root cause of the issue can be considered as use error. The second shutdown and the second communication failure were due to the emergency button being activated. The reason why it was activated cannot be determined as the error is not specified in the controller errors log file. Unique identifier (UDI) number: (B)(4).

Event description:
The cst (B)(6) assisted dr. (B)(6) with an seeg case at (B)(6) hospital on (B)(6) 2019 using robot (B)(4). During patient registration (using bone fiducials), the robot experienced a communication failure around 10:27am est. The patient was under anesthesia, no incisions made since registration still needed to be performed. The cst noticed the arm of the robot was stalled after the surgeon tried to move the arm to the third marker after registering the second marker (due to the angle of the joints of the arm). The surgeon applied too much force to the arm trying to make it move even though it was stuck in it's current position. A click noise was heard, and then the communication failure message appeared on the screen. The robot was turned off and restarted. The cst waited about a minute before turning the robot back on, the power cord was not pulled out of the wall when the robot was shut off. The robot turned on but the cst noticed the emergency stop button was red. The cst shutdown the robot again around 10:30am est. The cst waited longer before turning the robot back on, and also removed the power cord while the robot was shut off. Around 10:37am est, after the robot was turned on again, the cst was able to get to the plan and attempt to send the arm back to the home position from the current arm position where the first communication error occurred. The pointer tool was left on the arm when trying to send the arm back to the home position. When trying to move the arm, another communication error occurred, along with an additional message "impossible to modify cooperative mode parameters". The cst did not notice the emergency stop turning on until after the communication error occurred. The robot was shut off again for three minutes, the power cord was removed from the wall, and the pointer tool was removed from the interface. The robot was turned back on, the arm was moved back to the home position, and marker registration was started again. The overall delay was around 15 minutes. There were no other issues that occurred during surgery.